Event description:
Information was received from a consumer regarding a patient receiving baclofen 500mcg/ml at 115.92mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient was currently in the hospital due to urosepsis. The patient's alarm date was (B)(6) 2016, however the patient didn't mention the alarm was sounding. The patient needed to have the pump refilled. It was reviewed to work with the hospital about who had privileges there or if the patient needed to be transported for the refill. The reporter planned to talk to the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.